Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient felt like she experienced withdrawal when the pump was implanted. The patient explained that the transition from oral medication to intrathecal dosing was possibly the cause of the symptoms initially.

Event description:
Additional information: it was reported that the device system delivered baclofen and dilaudid (hydromorphone).

Event description:
It was initially reported that the pt "went through withdrawal and doctor was putting mixture of medications in the pump". She experienced "severe withdrawal" awaiting medication while she attended a class. The hcp would not give her medication until she went through a behaviorial management class. The rptr believed that she had been given medications "that she did not need". It was later reported that the pt did not believe the pump was working as she had to take oral medication with the pump. When the pt was on the computer or cell phone, she experienced pain within 10 mins. The pt was sweating and was nervous. Her blood pressure was high, values not specified. The pt "had brain surgery and has damage", no other info was provided. The pt was looking for a new hcp due to relocation.

Manufacturer narrative:
(B) (4).